Event description:
It was reported by service report that the foot board was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges from impact damage.